Event description:
It was reported that during an unk procedure, the blade broke. The blade was retrieved. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.